Manufacturer narrative:
At this time, the product has not been returned and it is unknown if it will be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. Boston scientific technical services (ts) was contacted and assisted the health care professional (hcp) in additional troubleshooting; however, the ICD still was unable to be interrogated. The ICD was explanted and successfully replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.